Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture. Customer's current blood glucose reading is 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. No moisture damage noted on electronic assembly or motor assembly.